Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button had to be pressed harder to work. Blood glucose was unknown. Customer also reported that insulin pump rejected new batteries and battery life was diminished, backlight will go dim even when battery was not low,insulin pump received no delivery alarm, had a couple of e error codes and screen was scratched. The device will not be returned for analysis.